Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after troubleshooting with 2 chargers and 2 patient programmers communication could not be established with the ipg. The patient has not recharged in 2-3 months and has also been without stimulation since this time. The patient did not fully recharge the ipg prior to discontinuing use. The ipg is inoperable due to a lack of recharge. Surgical intervention may be undertaken to replace the ipg at a future date. Follow-up identified the patient met with the pain management physician and has opted against surgical intervention at this time.